Event description:
Per the clinic, the patient experienced healing issues post operatively. Subsequently, the patient developed an infection and a PICC line was placed (date not reported). The device was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is unavailable at this time.

Manufacturer narrative:
This report is filed october 21, 2015.